Event description:
The customer reported that they received an erroneous result for one patient sample tested for human chorionic gonadotropin, stat (short turn around time). The sample, from a pregnant female, initially resulted as 10000> iu/l accompanied by a data flag. The sample was then programmed for an automatic dilution on the analyzer at a 1:100 dilution. The result from the automatic dilution was 8656 iu/l accompanied by a data flag. The 8656 iu/l value was reported outside of the laboratory. In order to check the dilution function, the customer pulled the same sample on (B)(6) 2012 and repeated it. The sample repeated as 10000> iu/l accompanied by a data flag. On (B)(6) 2012, the sample was also diluted manually at a 1:100 dilution. The customer performed the dilution serially by diluting 100 ul of the sample with 900 ul of diluent (diluent universal). They then take 100 ul of the sample/diluent mixture and dilute this with 900 ul of diluent (diluent universal). The diluted sample resulted as 119.0 iu/l accompanied by a data flag, which calculated to 11900 iu/l when accounting for the dilution factor. On (B)(6) 2012, the same sample also was programmed for automatic dilution by the analyzer at 1:100. The automatic dilution resulted as 8992 iu/l accompanied by a dilution factor. The customer believed the manual dilution value of 11900 iu/l to be correct. The customer refused to provide information on whether the patient was adversely affected by the event. No adverse events were alleged. The human chorionic gonadotropin, stat reagent lot number was 16697301 with an expiration date of 02/28/2013. The diluent universal reagent lot number was 16331402 with an expiration date of 07/31/2013. The field service representative determined that the variability between the customer's manual dilution method and the instrument dilutions caused a discrepancy of greater than 10 %. It was then described to the customer how the instrument makes a dilution. The customer then followed the same method for diluting the sample manually. The difference between the instrument and manual dilutions after doing this was less than 10 %. The customer calibration and quality controls were well within specifications.

Manufacturer narrative:
No reagent issue is evident. A sample handling issue was identified. Upon follow up, the customer was able to get a manual dilution to correlate with the analyzer's dilution. The customer explained that when she was performing dilutions before, she was inserting the pipette tip into the sample and mixing it by drawing the sample up and down inside the pipette. The customer now instead dispenses the sample and diluent into the cup without inserting the pipette tip into the sample. The customer is now satisfied that this method correlates well with the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.